Manufacturer narrative:
Visual inspection of the returned meter revealed the left side of the meter is cracked which is consistent with physcial damage. There is an ink bleed on the lower left side of the meter. When a qa test strip was inserted into the meter, all the left side characters are missing. Missing components: first digit, ctl-glu, time and date, mg/dl and mmol/dl and battery was not returned with meter. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Manufacturer narrative:
The initial follow up report was submitted on 12-13-2017 it was identified as follow up #2. The submission of this report is to provide the FDA with a correction as that follow up should have been identified as #1.

Manufacturer narrative:
Complainant pressed the 'm' (mode) button and stated she did not see the first "8" from the 888 segment, when the result appeared on the display she only saw the second and third digit only. Meter is expected to be returned for evaluation.

Event description:
The complainant called into nova biomedical reporting, "she only sees two numbers instead of three when she gets her blood glucose result on the meter's display"